Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that, post implant, the electrocardiogram monitor captured several strips showing long pauses in the ventricular rhythm. The p waves were clearly visible, but no evidence of pacing was noted on the right atrial (ra) lead. It was noted that the position of the right ventricular (rv) lead was unstable. The rv lead was repositioned and both leads remain in use. No patient complications have been reported as a result of this event.